Event description:
During a colonscopy to treat rectal bleeding the physician used a cook endoscopy triclip endoscopic clipping device. During the procedure the handle separated. The entire device was removed from the patient. No injury to the patient was reported.